Event description:
It was reported that during a cholecystectomy procedure, the clips scissored. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 7/22/08. Info anticipated, but unavailable at this time.